Event description:
It was reported following a heart catheterization and coronary intervention, a 6f angio-seal evolution was used in the groin puncture. Eighteen days later, the pt was readmitted with left leg pain and symptoms of claudication. An ultrasound was performed and the pt was placed on a heparin drip for a presumed left femoral artery occlusion. The next day, the pt underwent a femoral angiogram and successful stenting of the left common femoral artery. The femoral angiogram revealed that the left femoral artery was 100% occluded. The pt has medical history of stable angina, coronary artery disease, and was taking prescribed anti-coagulants and aspirin.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.